Event description:
Olympus was informed that during a therapeutic paraesophageal hernia procedure, the device tip broke off outside of the pt in a sterile environment. The intended procedure was completed with a different but similar device. There was no pt injury reported. Olympus followed up with the customer and was informed that the tip was not inspected prior to the procedure. There was no bleeding observed and a seal cut short circuit error was displayed prior to the probe damage occurring. It was also reported that the teflon pad was burnt prior to the probe breaking off.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the probe was cracked at the proximal end but did not detach. This type of device damage could be caused by continuous activation of output without tissue between the probe tip and the grasping section. The teflon pad was inspected and noted a slight burn mark on the proximal end but no metal exposed. The instruction manual warns users "do not continue to using damage probe, as it will cause further development of probe cracks, which may result in probe tip detachment."